Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information. B3: estimated date g9: exemption number e2019001 permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.na

Event description:
It was reported that vessel puncture closure of an unspecified vessel was attempted using a starclose se device relative to an unspecified procedure. Reportedly, the clip did not close the vessel. It was then noted that the physician did not perform step 4 to released the clip. The method used to achieve hemostasis was not provided. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
It was reported that vessel puncture closure of an unspecified vessel was attempted using a starclose se device relative to an unspecified procedure. Reportedly, the clip did not close the vessel. It was then noted that the physician did not perform step 4 to released the clip. The method used to achieve hemostasis was not provided. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001 permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It should be noted that the starclose electronic instructions for use (IFU_, states: while maintaining downward pressure and device stability, depress the deployment button with the right thumb. An audible ¿click¿ should be heard. This releases the clip to close the arteriotomy and collapses the locator wings simultaneously. In this case, it appears that the difficulty is related to the IFU deviation. The investigation determined the reported difficulties appear to be related to user error and the treatment appears to be related to procedure circumstance. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.